Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a electromagnetic navigation bronchoscopy (enb), there was a continues guidance system (cgs) disconnected error. The customer had completed the troubleshooting steps however the issue was not resolved. The customer had checked the continues guidance system (cgs) power and had found no issue. The customer then checked tracker ip address, and values were not what they should be. Technical services advised the customer to change the tracker ip address however the customer was unable to do so. The case was cancelled due to the issue and was not completed by any other means. The patient was under anesthesia.